Event description:
The customer reported that an 840 ventilator had a blank graphic user interface (gui). There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).